Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was noise seen on stored episodes of nonsustained lead noise and vf episodes. The conductors appeared to be externalized confirmed via fluoroscopy. The lead was extracted and replaced. The patient was stable.